Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) experienced an unexpected shut down. The pump had been programmed for propofol infusion and placed on standby. The case was started and the propofol bolus was pushed with syringe then activated pump when the power button was accidentally pushed (lower right corner instead of the upper right corner). The pump powered down without question of double checking the power down request. To resolve this issue, the customer waited over 30 seconds for the pump to power down, then powered up, removed the syringe, and programed again. There was no report of patient injury or medical intervention associated with this event. No additional information was available.